Event description:
It was reported that the ¿fiber burnt out due to doctor laying fiber in tissue and prostate stones.¿ gland volume 50 ml. Joules used 153,809. Time expended 22:50 minutes. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-417a-(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited moderate char; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited severe scratch marks at the open end location. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.